Manufacturer narrative:
(B)(4). Device manufacture date: august 5, 2016 ¿ august 9, 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate device leaked. The device leaked externally within the over pouch. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed fluid inside the bag that contained the device. Further visual inspection revealed that the cause of the leak was due to broken tubing at the solvent-bonded junction of the luer. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.